Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned

Event description:
It was reported the lead had sensing difficulty, oversensing and increased threshold. It was explanted and replaced. No patient complications have been reported as a result of this event.